Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler and the teflon seal was protruding from the swivel. It was further determined that the device failed the safety assessment (runs in the load position). It was determined that the issue with the teflon seal and the locking components was consistent with normal wear over time. It was further determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. Therefore, the reported condition was confirmed. The assignable root cause associated with the teflon seal and the locking components was determined to be due to normal wear over time, and improper assembly / manufacture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the preparation for an upcoming procedure, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device failed the safety assessment (runs in the load position) and the locking components were damaged, allowing the device to run in load position. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.